Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 2 years ago. The aneurysm was 60mm in diameter at the time of implant. The aortic neck was 23mm in diameter and 20mm in length. There was good distal fixation bilaterally. It was reported that the aneurx stent graft migrated 10mm distally (see MFR # 2953200-2009-00710) approximately 4 months ago without the presence of an endoleak due to a dilated aortic neck which measured 26mm below the renal arteries and 1 cm distally to that it measures 28mm. The aneurysm size did not change. A talent aortic cuff was used to correct the migration; however, as the cuff was implanted, one of the bare springs opened in the misaligned position. There was a wire still in place between the vessel wall and the aortic cuff. The wire was used to insert a reliant balloon. The balloon was inflated and pushed the stent graft away from the vessel wall. The misaligned spring successfully corrected itself. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Secondary intervention. Stent misaligned. Results: dilated aortic neck. Conclusion: dilated aortic neck.